Event description:
The hospital's biomedical engineer (bme) reported that the device was falling off the stand and requested part information for the cpu tray cover, thumbwheels, and base assembly. The unit was not in patient use at the time of the reported event. The problem was found while the unit was being prepared for therapy without delay to therapy or patient harm noted. A philips remote service engineer (rse) provided the customer with the requested part information for the bme to repair the device on-site. There was no philips field service requested. The bme reported to have successfully replaced the cpu tray cover and the screws on the cover to address the problem. The base assembly did not require replacement. The unit was returned to clinical service after the repair was completed.